Event description:
It was reported that the customer experienced a blood glucose (bg) level of 450 mg/dl and an unknown level of ketones. The cause of elevated bg was unknown; however customer had an unrelated injury and was not feeling well which customer believed possibly contributed to the event. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted.